Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported right capsular contracture baker grade iii, "severe pain", "swelling of the breasts", "pain has also moved to my arm, which is tingling", "inflammations constantly occur in my body, ear inflammations, problem with 7th and 8th nerve", "breasts were so hard and doubled in size" and "undergo further diagnostic readings regarding potential bia-anaplastic large cell lymphoma". Also reported events of "shaking with a fever", "severe headaches", and "tinnitus" are all non device related.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side seroma. Patient additionally reported right side capsular contracture baker grade iii, "severe pain", "swelling of the breasts", "pain has also moved to my arm, which is tingling", "inflammations constantly occur in my body, ear inflammations, problem with 7th and 8th nerve", "breasts were so hard and doubled in size" and "undergo further diagnostic readings regarding potential bia-anaplastic large cell lymphoma". Also reported events of "shaking with a fever", "severe headaches", and "tinnitus" are all non device related. Device has been explanted.

Event description:
Patient reported right side seroma. Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ deformation observed. ¿ yellow particles on the surface of the shell.

Event description:
Patient reported right side seroma. Patient additionally reported right side capsular contracture baker grade iii, "severe pain", "swelling of the breasts", "pain has also moved to my arm, which is tingling", "inflammations constantly occur in my body, ear inflammations, problem with 7th and 8th nerve", "breasts were so hard and doubled in size" and "undergo further diagnostic readings regarding potential bia-anaplastic large cell lymphoma". Also reported events of "shaking with a fever", "severe headaches", and "tinnitus" are all non device related. Device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ seroma-late : unable to observe since it is a medical event and is not related to the device. ¿ edema : unable to observe since it is a medical event and is not related to the device. ¿ sensation increase/decrease : unable to observe since it is a medical event and is not related to the device. ¿ fever-ndr : unable to observe since it is a medical event and is not related to the device. ¿ visibility/palpability : unable to observe since it is a medical event and is not related to the device. ¿ headache-ndr : not applicable as the event is not related to the device. ¿ other -medical -ndr : not applicable as the event is not related to the device. ¿ anxiety -product/procedure : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.